Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was unknown mg/dl. The customer stated frequently no or intermittent response by button press (act button). The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that there crack in case and is seen on battery threat. The customer was asked verbally and in written form to return the broken pump for analysis. The customer was advised that we will send a loaner device.